Event description:
It was reported that the radiofrequency programmer head was "bad." The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of the head being "bad" it would not interrogate. The head was to be sent on for repair (cable replaced) and restock and the cable was to be saved for failure analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.